Event description:
Additional information received indicated that high capture threshold resulted in a loss of capture. The suspected root cause was insulation damage on the outer conductor on the right ventricular lead. The device was reprogrammed to resolve the event. The patient was stable.

Event description:
During a follow-up in clinic, episodes of far p wave oversensing, crosstalk oversensing, noise, and high capture threshold were noted on the right ventricular (rv) lead. No intervention was performed at this time. The patient was stable.